Event description:
Lead management case to extract 4 leads due to cied system/pocket infection. The physician prepped all leads and began extraction on the ra lead (350974 ¿ implanted 63 months). After making only minimal progress with the 12f glidelight and outer sheath the physician decided to move to the lv lead (354805 ¿ implanted 63 months) alternating between leads several times. The physician then upsized to a 14f glidelight but again was able to make only minimal progress. An 11f tightrail was used resulting in additional progress on both the ra and lv leads but progress was slow and difficult due to the amount of fibrosis. After reaching the proximal coil significant advances were made. It was at this time that the assisting fellow lost traction on the lead resulting in both the lead and lld being severed. The remaining portion of the lv lead and lld were left in place. The physician returned to the ra with the 14f glidelight but then upsized again to the 16f glidelight. After several minutes the ra lead pulled free and was removed. The remaining lv lead/lld were successfully removed using a femoral approach but the remaining rv lead was still not able to be removed (this is the secondary procedure in the attempt to remove the rv lead ¿ the first attempt at removal was also unsuccessful). The patient suffered no additional adverse effects from this procedure.

Manufacturer narrative:
(B)(4). Placeholder.